Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2008 that a customer had an issue with an a-v impad. The customer stated they had a pulmonary embolism.